Event description:
It was reported the healthcare provider was ordering an MRI to check for an abscess under the pump. The reporter did not know when the problem started. The pump was used to deliver morphine. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported issues with pump in surgery.